Event description:
Reporter indicated a vns therapy programming handheld screen freezes a lot. Troubleshooting temporarily resolves the issue. The handheld was returned to the manufacturer and an analysis was performed on the handheld and associated software. No anomalies were identified with the device.